Event description:
Procedure type: lap gastric bypass. According to the reporter: no intraoperative complications occurred. During a post operative visit in 2007, the patient presented a stricture and was dilated the next month. No further information has been provided. No patient injury was reported.

Manufacturer narrative:
Initial report sent: 04/10/2008.